Event description:
Info received indicates the brake is locking, but the caster continues to swivel if pushed on from the side.

Manufacturer narrative:
The technician replaced the four brake casters to repair the bed.